Event description:
It was reported that the patient had a revision surgery due to dual mobility dislocation and disassociation. The reason is unknown. The liner remains implanted. No additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 00877502801 lot# 3127795 bioloxâ® delta, ceramic femoral head, s, ã¸ 28/-3.5, taper 12/14, cat# 110010246 lot# 6336063 g7 osseoti 4 hole shell 56mm f, cat# 110031012 lot# 65207704 vivacit-e dm bearing 28x44mm, cat# 00-8114-000-10 lot# 64627384 cpt 12/14 size 0 cocr ext, cat# 010000998 lot# 6847823 g7 screw 6.5mm x 25mm, cat# 010000997 lot# 7074718 g7 screw 6.5x20, cat# 010000997 lot# 7202950 g7 screw 6.5x20. Foreign: country: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,d4,g3,h2,h3,h4,h6. No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.